Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the unit was found to be defective and stopped cutting in the middle of the case. Accordingly, they were removed from field, replaced with another one of same. They opened another product to finish the surgery completed without further incident. There was no patient injury.

Manufacturer narrative:
Correction:(UDI number) if information is provided in the future, a supplemental report will be issued.